Event description:
It was reported through the patient outcome, the patient passed away under hospice care. The outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The device was not explanted and will not be returned for evaluation. It was additionally reported that the patient was on hospice with chronic polymicrobial infection, driveline infection. The infection progressed despite multiple debridement's and IV abx courses. It was also reported that the onset of driveline infection was in december 2024. The patient had erythema and multiple debridement, and the wound cultures were positive with serratia. The patient had a methicillin-susceptible staphylococcus aureus (mssa) driveline exit site (dles) infection, debrided in (B)(6) 2025, serratia/anaerococcus infection more superiorly along the course of the driveline debrided in (B)(6) 2025 (mixed infection with serratia marcescens), e. Faecalis (amp-s), one colony of s. Epidermidis, and finegoldia (superficial culture only), and recurrent infection with serratia/e. Faecalis in (B)(6) 2025.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.